Event description:
It was reported that this implantable deflbrillation lead exhibited an lncrease in pacing impedance measurements from 650 ohms to 1500 ohms. The shock impedance measurement was noted to be 44 ohms. Review of the impedance trend was discussed to assess if the increase was gradual. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)